Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: run data file (rdf)analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. However, it is possible,though not conclusive, wbcs may have escaped the lrs chamber late in the procedure. As this may have only occurred for a short time, the wbc contamination detection algorithms were unable to flag this failure before the collection completed. Based on the available information, iti s possible though not conclusive, this failure may be donor related. The targeted platelet product yield was 9.3e11 and the measured platelet product yield was 10.55e11. Historically, this site has experienced collections with measured platelet product yields close to 20% greater than the targeted platelet yield on average. When greater than 100% of the targeted platelet yield is achieved, a higher platelet concentration than configured is also achieved. The target platelet concentration for this site is 3500plts/l before platelet additive solution (pas) addition; and in this case, when 13% more is collected, a concentration of about 3955plts/l is achieved. If the platelet concentration is configured greater than 4200plts/l, the trima will automatically flag for the ¿platelet concentration too high¿ wbc verification reason. Thus, when the platelet concentration approaches 4200plts/l before pas addition, wbc contamination risks are increased.

Event description:
The customer would like the following run data file investigated to determine a possible cause for the higher-than-expected white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore, no patient information is reasonably known at the time of this event .donor unit #: (B)(6) count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information.